Manufacturer narrative:
(B)(4). D4: batch #t5cw0n. Investigation summary the analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload, and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 6/8/2020. G4: corrected data.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was received: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Yes the device delivered staples formed properly except for the distal part of the jaw staple line was complete but the distal 1 cm staples were smashed the issue is that the stapler wouldn't be able to open in normal way (stuck) so the surgeon had to open in manually and when he opened the jaw there was a 1 cm distal misfire of staples - cut line was ok.

Event description:
It was reported that during a vats, the surgeon closed the gun around the tissue and fired. The knife released and returned, but the surgeon couldn't open the jaw, so the manual button was used to release the knife completely. The surgeon opened the jaw and found misfired, smashed staples in the distal part of the staple line (1cm). The cut line was complete. He used a like gun to continue the procedure.